Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, the user reported experiencing occlusions with 5 insets, though the remaining in the same box functioned normally and no bent cannulas were observed. The user's highest blood glucose (bg) reported was 400 mg/dl, and the user was out of bg range for 90+ minutes. To correct the bg, the user performed manual injection. The user felt "spaced out" during the event. No medical intervention reported at the time of call. The agent arranged to ship three 2-packs of 23" insets, with the user¿s address confirmed.